Event description:
Livanova received report that a s5 erc tubing clamp gave two error codes associated to mechanical jamming of the clamp motor and to missing impulse transmission from the hall sensors. The issue occurred during procedure. No patient was affected.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in johnson city, new york livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the customer is planning to replace the device with a new one. The customer requested only technical assistance and no service activity on site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.